Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient encounters were combined by registration, and the patient profile was no longer shown on MFR 4b or MFR 4bsub (not in asset list). Nursing had to create a temporary patient as they were not able to view the patient's active encounter. Only the previous encounter that was no longer active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing in the pyxis system. A technical support specialist (tss) verified that reconciliation had been initiated by the host system. The tss identified reversed source and target logic as the cause of the issue. No pyxis system issue was found, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient encounters were combined by registration, and the patient profile was no longer shown on MFR 4b or MFR 4bsub (not in asset list). Nursing had to create a temporary patient as they were not able to view the patient's active encounter. Only the previous encounter that was no longer active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.